Event description:
It was reported that the shunt was implanted in 2001. The pt was doing well until 2005. She began to develop an unsteady gait and fell a couple of times. A CT scan did not show any problems with the shunt at this time. In 2006, the shunt was found to be refluxing. The pt was admitted for an unlrealted infection. The shunt was revised 2 months later. The pt was discharged and is doing well with the new shunt.